Event description:
Caller reported a discrepancy in the displayed time on the pump, which was greater than five minutes. The caller was assisted in updating the pump time and was advised to monitor for any recurrence of the time discrepancy as it could affect reports and insulin delivery logs. There was no adverse impact to the caller's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The caller understood the explanation and updated the time on the pump, with no further actions needed.